Manufacturer narrative:
During follow-up, the patient said she did not notice any defects or malfunction with the hp14 catheter, but just experienced pain when inserting the catheters. She did not know that pain could be a symptom of a uti or the lot number of the hp14 catheter that she used at the time of the infection.

Event description:
Intermittent catheter patient (user) said she is experiencing pain from using the catheters and she's getting urinary tract infections (uti's) and having to go to the doctor. During follow-up, the patient said she was still experiencing problems and is no longer using the same catheter model number.